Event description:
It was reported that when the pocket was manipulated, ventricular pacing was inhibited. Review of the stored egms showed intermittent noise consistent with lead damage. A new pace/sense lead was added. The lead was partially capped and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the lead was explanted.

Manufacturer narrative:
Internal insulation abrasions were noted at 8.3 to 8.5cm and 9.1 to 9.3cm from the distal end. The etfe coating of the conductors was intact.